Event description:
Event description guidant received information that, 37.9 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) was explanted. There were no reported allegations made against this device's function or operation.